Event description:
This complaint is now reportable based on the analysis completed on 2/29/2008. It was reported that during a coronary artery drug eluting stenting treatment procedure, the device was found to be damaged out of the package. A 2.75x12mm taxus express2 drug eluting stent (des) had been selected to treat an unspecified lesion. During unpackaging, it was noticed that the "red tip came off". The device was not used in the procedure and did not contact the pt. The procedure was completed with another 2.75x12mm taxus express2 des. There were no pt complications reported. The returned product confirmed distal tip separation.

Manufacturer narrative:
Device analysis: the condition of the returned unit was consistent with the complaint incident. Initial visual examination of the returned unit found that the red tip was detached from the device. The surface (at the lumen section) at the point of separation is not clean with 2-3 threads present. This indicates the force to be a stretching force pulling at both ends of a component or structure along its length. The red tip was also returned and appeared to be slightly flared with a clear/ blue material bonded to the tip side that should be attached to the lumen. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended sized guidewire was inserted into guidewire lumen at site of the tip detach/break and the wire could pass through the lumen and out through the port with no restrictions noted. A review of the top assembly device history report for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is handling.